Event description:
It was reported that patient was to have her pump removed, no scheduled date yet. It was stated that different medications had been tried but had not provided enough pain coverage. It was further added that the pump was large and was rubbing on her floating rib, especially when she bent over. Currently the pump was filled with saline, old infused medications unknown to the reporter. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "every time I've had anything put in it, it's not worked."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had been unable to tolerate the medication in the pump. The patient also complained of discomfort around her ribs and that the pump would flip out. The patient had a history of (B)(6). The patient requested the pump be removed; however, the physician contacted regarding this event did not have record of the pump being removed yet. The pump had been filled with saline since (B)(6)-2012.